Event description:
Attempted medical meniscal repair using fast-fix 360 with slotted cannula positioned in contralateral portal. Using described technique, the device was passed through the meniscus and knee capsule and t1 anchor deployed successfully. After re-entering the joint space and passing the device again thru the meniscus and knee capsule to deploy t2, it did not deploy. Surgeon used another device to complete the procedure however, t1 remains in the joint unsupported.

Manufacturer narrative:
The returned device was visually evaluated. The delivery instrument was received without implants or suture. The actuator knob was cycled repeatedly and found to properly index the actuator to the intended positions for picking up and deploying the implants. Based on these observations, the failure mode cannot be confirmed and no root cause related to the manufacture of the device is evident. (B)(4).